Manufacturer narrative:
Reader (B)(6). Was returned and investigated. Visually inspected the reader and no damage was observed. No evidence of power plug smoke was observed. The reader was de-cased and performed visual inspection on pcba (printed circuit board assembly). No evidence of smoke or any fire related symptoms was observed. Off current has been measured and all results were within specification. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported seeing visible smoke while charging their adc freestyle libre reader. Customer further reported "power plug was smoking few minutes after being plugged." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader and kit pack DHR for verification of correct cable and adapter was reviewed and the DHR showed the fs libre reader passed all tests prior to release and correct cable was part of the kit pack. It is unknown if the customer was using the cable originally provided to them by adc along with the reader at the time of the reported issue. If the product is returned, the case will be re-opened and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported seeing visible smoke while charging their adc freestyle libre reader. Customer further reported "power plug was smoking few minutes after being plugged." There was no report of death, serious injury, or mistreatment associated with this event.